Event description:
The customer reported that an intermittent band of data was missing. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). After inspecting the panel, the problem has not re-occurred. No other information was provided. (B)(4).